Event description:
The customer reported that the unit was dropped, and the battery can't be detected.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.